Event description:
Health professional reported an alleged "broken device" and that "there is a crack in the silicone band." The device was removed and replaced with a new one.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product, however, the analysis has not been completed at this time. No additional info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."